Event description:
It was reported that log file review found 2 no external power events on (B)(6) 2023, caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 34 days of data (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp. The log file captured a no external power alarm on 21may2023 from 6:41:34 to 6:41:38 due to a loss of power occurring while connected to the mobile power unit (mpu); the sequence of events is consistent with a loss of ac power, the alarm cleared when power was restored to the mpu. The system controller backup battery supplied power to the system and pump operation was not affected during the loss of external power. There were no other notable alarms throughout the log file. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. The requests were also sent to determine if the ac power cord became disconnected from the back of the unit or from the wall outlet, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. However, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. Section d4: serial number was requested but not provided.